Manufacturer narrative:
The insulin pump was received with pump error and critical pump error due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a critical pump error alarm. The customer¿s blood glucose was 7.2 mmol/l at the time of incident. No significant events leading to the alarm were observed. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.